Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) a clearlink system continu-flo solution set in which a leak occurred. According to the report, the set was primed with normal saline and cisplatin. It was discovered that there was a leak slightly above the free flow protection clamp. It was described as a "slit" and not a pin whole. They were unaware if it was the cisplatin or the ns was leaking. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.